Event description:
Procedure type: lower anterior resection with double stapling. According to the reporter: the balloon broke during the case, but only the outer one not the inside latex one. Current pt status: good. The balloon was filled with 20cc. Nothing was left inside the pt. No pt injury reported.

Manufacturer narrative:
(B)(4).